Event description:
Health professional reported left side capsular contracture, baker grade unknown. Treatment occurred. Additional report of "prominent left implant radial folds without definite evidence of left implant rupture. Thickened and enhancing implant capsules bilaterally, right great than left, which may reflect granulation tissue and/or inflammation. Possible bilateral silicone impregnated axillary lymph nodes. No mr evidence of malignancy within either breast". Later healthcare professional reported "rupture". Device was explanted and returned.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. As per the investigation procedure, non-penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported left side capsular contracture, baker grade unknown. Treatment occurred. Additional report of "prominent left implant radial folds without definite evidence of left implant rupture. Thickened and enhancing implant capsules bilaterally, right great than left, which may reflect granulation tissue and/or inflammation. Possible bilateral silicone impregnated axillary lymph nodes. No mr evidence of malignancy within either breast". Later healthcare professional reported "rupture". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture and migration.